Event description:
It was reported that the patient experienced unspecified issues with a previous sling device leading to a surgical procedure in which a new artificial urinary sphincter (aus) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence leading to the surgical procedure; however, the sling device did not present malfunction. During the procedure the device was not explanted. No more information available at the moment. Should additional information become available, it will be provided.